Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm. The insulin pump passed prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a no delivery alarm. The blood glucose reading is 175 mg/dl. The insulin pump will be replaced.